Event description:
It was reported that the pt was implanted on (B)(6) 2000. He now can no longer hear with his device. The exchange of the external parts did not improve the situation. Testing in situ shows that the device has malfunctioned. Re-implantation surgery is scheduled for (B)(6) 2012.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.